Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's ins failed and was replaced. The patient reported the manufacturer's representative (rep) never communicated that a second ins was implanted and the patient did not know the serial number. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.